Event description:
It was reported that a drill stop malfunctioned during a trochanteric fixation nail procedure. The drill stop slipped causing the surgeon to drill 10 millimeters past the intended mark. The surgeon was able to pull the drill bit out of the bone and insert a lag screw with no delay in surgery and without any additional patient adverse event. The surgery was successfully completed. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned drill bit, lot u115163, was manufactured february, 2010. It was received intact and with wear consistent with what would be expected from use. There are surface scratches and the cutting potion shows slightly worn edges. The returned drill stop, lot 6319189, was manufactured april, 2010. It was received intact and also with general wear, consistent with what would be expected from use. There is one significant dent on the edge of the outer diameter. The returned devices were tested together by hand and it was found that the returned drill stop held at each notch when considerable linear force was applied in both directions. Thus, the complaint condition could not be replicated and the complaint condition is unconfirmed. The returned devices were both manufactured prior to the release of the current drawing revision. Therefore, a review of the current edition of the design drawing and the manufactured drawing revisions was performed. The current designs were found to be sufficient for their intended use. However, these devices were manufactured prior to changes to improve the overall engagement of the drill stop plunger mechanism with the grooves of the stepped drill bit. Therefore, since the returned devices were manufactured prior to the changes, the complaint condition is possibly a result of the older designs. In conclusion, the compliant condition is unconfirmed since it could not be replicated. This complaint condition is likely a result of the older designs which have been revised. The current designs were found to be sufficient for their intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/ explant date: device is an instrument and is not implanted/explanted. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history report for (B)(4), lot u115163 - the parts were inspected and conformed to synthes incoming final inspection sheet number (B)(4), revision ¿c¿ (completed (B)(4) 2010 for all three receipts of this lot). There were no mrrs or ncrs generated for this lot. All three receipts were released (B)(4) 2010. ), (B)(4) is made from drawing, (B)(4), revision ¿d¿, released on (B)(4), 2006 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.